Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, resistance was felt when using the enroute 0.014 guidewire. The site took an intravascular ultrasound (ivus), which showed a dissection of the common carotid artery next to the arterial sheath. The physician then placed an additional stent to cover the dissection. The procedure was completed successfully with no reported patient harm.